Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for over 13 years. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the (B)(6) y/o female patient presented to the surgeon with pain in the left hip due to poly wear. The 15* 28mm acumatch gxl liner was revised to a 15* 32mm xle liner. There was no surgical delay. Patient was last known to be in stable condition following the event. The device will be returned.